Event description:
Additional information: the patient's pump was refilled. There was no further troubleshooting done. The current status of the patient was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient was hearing a single-tone pump alarm, though telemetry had not been performed. It was stated that the patient's alarm date was set for (B)(6), but the patient's physician thought it was in (B)(6). The reported thought the physician had forgot to adjust the refill date according to a dosage increase that occurred three weeks earlier. The patient presented with body aches, cramping, and was starting to "feel bad" like the flu. It was noted that the symptoms could have been related to the progression of the patient's underlying condition, multiple sclerosis. However, the patient had 'patches" and was taking oral morphine at the time of report. The patient would attempt to get in contact with his physician. The drugs used in this system were fentanyl and other drugs which were unknown at the time.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).